Manufacturer narrative:
The device was returned for analysis. The reported ¿when the plunger was removed, the entire suture (including the knot) came out of the anatomy¿ was not confirmed as not all components were returned for analysis and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. It should be noted that the electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. I a review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle after a cardiac ablation interventional procedure using an 8.5f sheath. Reportedly, when the plunger was removed, the entire suture (including the knot) came out of the anatomy. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.